Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, seroma and capsular contracture

Event description:
Healthcare professional reported right side "discomfort and pain", rupture, "radial folds", "minimal amount of periprosthetic fluid", "signs of moderate right capsular contracture", baker grade unknown and "there is scarce right free silicone on axillary projection." The device still remains implanted.